Event description:
Customer reported that she had high blood glucose of over 400 mg/dl due to her insulin pump was not delivering any insulin, even after she changed the reservoir and infusion set. Customer stated that the same problem has happen twice it looks like is delivering, but is not. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.